Event description:
Customer reported the set was primed, connected to the pump and turned on the pump. Fluid was immediately noticed backing up from the patients IV site to the first y-port and saw fluid and blood leaking out. No patient harm reported. No additional information was available.

Manufacturer narrative:
(B)(4). The customer's experience of the set leaking at the distal y-port was confirmed. The cause of the leaking was identified as solvent not applied uniformly around the tubing during the manufacturing process. The lot number was not identified; therefore, lot history record review could not be performed.